Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise causing inappropriate ams was observed. No changes were made. Lead remains implanted. Patient is stable.